Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on bolus screen. During troubleshooting with tandem technical support, a pump reset was performed and subsequently the touchscreen became frozen on the "welcome" screen. The customer's blood glucose (bg) was 503 mg/dl, a manual injection was administered to address the customer's high bg. Reportedly, customer reverted to manual injections for insulin therapy.